Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of software concerns post optimized lasik procedure. Reporter suspects the issue is related to a recent software update, but is not sure. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The failure analysis was performed and stated there was a problem during back up and restore of the database caused by an incorrectly executed update. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The failure analysis of the samples were performed and stated there was a problem during back up and restore of the database. Missing tables of the database led to false associations between table values and caused a miscalculation of shoot lists as a result. But only topography-guided custom ablation treatment (t-cat ) were affected. The treatment related to this complaint is an optimized treatment. Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. All treatments on that day were finished successfully without any problems. Patient data review shows differing information in regard to ablation profile and max. Ablation depth. However, internal evaluation of database has shown, that the correct treatment was applied for optimized treatment. No technical root cause was identified. (B)(4).